Event description:
It was reported that during a laparoscopic lobectomy procedure, when the stapler was fired, the doctor noticed that it only cut, it did not staple. He changed the load and fired it again, but some staples did not get formed. The surgeon changed the stapler and some staples still became badly formed, so he used a stapler from a competitor to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Device not returned the complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batch.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device (a) was received in good visual condition and with no reload present. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no cartridge reload was received for analysis. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that device (b) was received in good visual condition and with no reload present. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no cartridge reload was received for analysis. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The batch record was reviewed and no anomalies were noted during the manufacturing process. Batch # h50m0u, mfg date 03/01/2011, exp date 02/01/2016.